Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("retention of part of the insert in the left uterine tube") in a (B)(6) year-old female patient who had essure (batch no. He011dz) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: placement of the essure inserts, with no incidents or difficulties, in compliance with the operative protocol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 6 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retention of part of the insert in the left uterine tube"). On an unknown date, the patient experienced device allergy ("the patient consulted because she was allergic to chrome, one of the components of the essure inserts/ possible allergy to essure inserts"). The patient was treated with surgery (bilateral removal on hysteroscopy and laparoscopy) and surgery (removal of left uterine cornua). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device allergy had resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter considered device allergy to be related to essure. The reporter commented: on (B)(6) 2017, the patient consulted because she was allergic to chrome, one of the components of the essure inserts, and she complained of pelvic pain. She wished to have the inserts removed. On (B)(6) 2017, bilateral removal on hysteroscopy and laparoscopy. Removal of left uterine cornua due to retention of part of the insert in the left uterine tube. Complete extraction of the essure insert on the left. The device concerned (a part of the essure from the left) was kept. Complete extraction of the essure insert on the right, which was sent to pathological anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 16-feb-2017: both inserts clearly visible, nothing in ovaries. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.593 cases. Device breakage. The analysis in the global safety database revealed 1.700 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 28-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("retention of part of the insert in the left uterine tube") in a 31-year-old female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: placement of the essure inserts, with no incidents or difficulties, in compliance with the operative protocol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retention of part of the insert in the left uterine tube"). On an unknown date, the patient experienced device allergy ("the patient consulted because she was allergic to chrome, one of the components of the essure inserts/ possible allergy to essure inserts"). The patient was treated with surgery (bilateral removal on hysteroscopy and laparoscopy and removal of left uterine cornua). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device allergy had resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter considered device allergy to be related to essure. The reporter commented: on (B)(6) 2017, the patient consulted because she was allergic to chrome, one of the components of the essure inserts, and she complained of pelvic pain. She wished to have the inserts removed. On (B)(6) 2017, bilateral removal on hysteroscopy and laparoscopy. Removal of left uterine cornua due to retention of part of the insert in the left uterine tube. Complete extraction of the essure insert on the left. The device concerned (a part of the essure from the left) was kept. Complete extraction of the essure insert on the right, which was sent to pathological anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: results: both inserts clearly visible, nothing in ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("retention of part of the insert in the left uterine tube") in a (B)(6) year-old female patient who had essure (batch no. He011dz) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: placement of the essure inserts, with no incidents or difficulties, in compliance with the operative protocol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 6 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retention of part of the insert in the left uterine tube"). On an unknown date, the patient experienced device allergy ("the patient consulted because she was allergic to chrome, one of the components of the essure inserts/ possible allergy to essure inserts"). The patient was treated with surgery (bilateral removal on hysteroscopy and laparoscopy) and surgery (removal of left uterine cornua). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device allergy had resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter considered device allergy to be related to essure. The reporter commented: on (B)(6) 2017, the patient consulted because she was allergic to chrome, one of the components of the essure inserts, and she complained of pelvic pain. She wished to have the inserts removed. On (B)(6) 2017, bilateral removal on hysteroscopy and laparoscopy. Removal of left uterine cornua due to retention of part of the insert in the left uterine tube. Complete extraction of the essure insert on the left. The device concerned (a part of the essure from the left) was kept. Complete extraction of the essure insert on the right, which was sent to pathological anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: both inserts clearly visible, nothing in ovaries . The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30-jan-2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 9674 cases. Device breakage. The analysis in the global safety database revealed 2149 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jan-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("retention of part of the insert in the left uterine tube") in a (B)(6) female patient who had essure (batch no. He011dz) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: placement of the essure inserts, with no incidents or difficulties, in compliance with the operative protocol. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 6 months 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("retention of part of the insert in the left uterine tube"). On an unknown date, the patient experienced device allergy ("the patient consulted because she was allergic to chrome, one of the components of the essure inserts/ possible allergy to essure inserts"). The patient was treated with surgery (bilateral removal on hysteroscopy and laparoscopy) and surgery (removal of left uterine cornua). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and device allergy had resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and pelvic pain with essure. The reporter considered device allergy to be related to essure. The reporter commented: on (B)(6) 2017, the patient consulted because she was allergic to chrome, one of the components of the essure inserts, and she complained of pelvic pain. She wished to have the inserts removed. On (B)(6) 2017, bilateral removal on hysteroscopy and laparoscopy. Removal of left uterine cornua due to retention of part of the insert in the left uterine tube. Complete extraction of the essure insert on the left. The device concerned (a part of the essure from the left) was kept. Complete extraction of the essure insert on the right, which was sent to pathological anatomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2017: both inserts clearly visible, nothing in ovaries. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-aug-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 3.298 cases. Device breakage. The analysis in the global safety database revealed 1.666 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.